Event description:
It was reported that during a gastrectomy and colectomy procedure, the staples of the outermost line of the cartridge were not completely formed properly in b-formation. Additional suturing was used. The doctor then changed the device. The new device was used for colectomy to perform functional end to end anastomosis. On the second firing, the firing trigger could not be grasped. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.